Event description:
It was reported that the customer had a basal/basal temp anomaly on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer was treated with bolus from insulin pump. The troubleshooting was performed. The customer now has setting in insulin pump and everything is fine. The customer had a new insulin pump replacing the old insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.